Event description:
The customer stated the device has issue related to battery charging light. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.